Event description:
It was reported to philips that the system failed to produce x-rays due to a maximus rotalix ceramic tube (mrc) failure. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the coronary procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed the tube failure. Upon functional testing fse identified anode problem. To resolve the issue fse replaced the anode part twice but still issue persist so entire tube was replaced. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.